Event description:
It is reported that prior to operation device is getting heated and there is noise. There is no patient injury. There is no patient involvement.

Manufacturer narrative:
Service analysis found that unable to perform temperature test as bur not locking in the collet, it is found the handpiece cosmetically not ok. Collet corroded and collet assembly found corroded. If information is provided in the future, a supplemental report will be issued.